Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 in the main unit was reportedly experiencing issues. Testing revealed that it lost bus communication after opening. A field service engineer found a cut in the pyxibus cable for drawer 6, just above its connection point, along with burn marks indicating a thermal event. The damaged cable was replaced. The unit was then booted up. Drawer 6 was tested using the final test in the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to lock. The customer reported that pyxibus cable situated above drawer 6 had sustained burns and no delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "es - drawer failure" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer 6 in main was reportedly having issues. The fse opened and inspected the back of the station and discovered a cut in the drawer 6 pyxibus cable, located just above its connector, along with burn marks from a thermal event. The fse replaced the pyxibus cable and tested the drawer using the hardware test application, which was successful. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 120547-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 6 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that "es - drawer failure" was due to the damaged "assy cbl pyxibus 6 drawer (pn 120547-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to lock. The customer reported that pyxibus cable situated above drawer 6 had sustained burns and no delay to patient workflow. As per part investigation, it was determined that the drawer failure was due to a damaged pyxibus cable with exposed copper strands causing thermal damage and functional failure there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fan was not moving and had black screen. The customer reported that pyxibus cable situated above drawer 6 had sustained burns and no delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.